Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total joint procedure, when closing at the end of the case, the thread broke. A different suture was used to complete the case. There was no patient injury.